Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. No anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy. Non-sustained tachycardia episodes and short interval counts were noted which triggered an alert. The lead remains in use. It was also noted that the device was explanted and replaced as there was "false sensing" and the atrial lead was removed due to fluid in the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 7288 implantable cardioverter defibrillator 2008-(B)(6); 6944 implantable tachy lead 2002-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.